Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a signal loss and hypoglycemic event occurred. The patient stated they "woke" sweaty and "was" shaking. They stated the dexcom was displaying a signal loss. The patient treated themselves by drinking a glass of fruit juice and their hypoglycemic symptoms disappeared after 30-60 minutes. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. No additional patient or event information is available.